Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 700 mg/dl; cause was not known. Reportedly, customer "was incapacitated and unable to perform any actions", "fell and hit [their] head", and "went into severe dka [diabetic ketoacidosis]". Customer "began to throw up" and called paramedics. Customer went to the emergency room on (B)(6) 2023 and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline, insulin, and potassium, and was discharged 6 days later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.